Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving uncomfortable stimulation in an unintended area. In turn, a company representative instructed the patient to turn stimulation off. The uncomfortable stimulation ceased when stimulation was deactivated. The patient will undergo surgical intervention in the future.

Event description:
Follow-up revealed the patient's scs system was explanted.